Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the ventricular lead's tines became caught on the tricuspid valve and the lead was unable to be implanted. A new lead was placed successfully. The patient was stable post procedure.